Manufacturer narrative:
Follow-up #1: date of submission 08/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: the display was found to be dim; the text was reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a dim, faded, color spectrum issue with the pump's diplay screen. The reported issue was not resolved during troubleshooting. There was reported adverse event associated with this complaint. This complaint is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.